Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an office visit, the right ventricular (rv) lead was noted to be in the atrium instead of the ventricle. During the lead revision procedure, the helix was retracted and the lead was repositioned. The helix could not be extended. The lead was explanted and replaced. No patient complications have been reported as a result of this event.